Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the dermabond and pds plate used in this procedure? Were there any other factors contributing to the patient event? Are the product code and lot numbers available for ethicon devices used? Can specific patient demographics be provided for the subjects of this article? If so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient. Patient pre-existing medical conditions (ie. History of infection).

Event description:
It was reported in a journal article (title: postoperative nasal septal abscess following use of 2-octylcyanoacrylate and polydioxanone plate in open septorhinoplasty) that a patient underwent a primary open septorhinoplasty with placement of an autologous caudal septal extension graft on an unknown date and suture was used. A small strip of absorbable plate was affixed with topical skin adhesive to the cephalic portion of the graft, which was subsequently sewn in place with suture. Following an uncomplicated postoperative course, the patient presented on postoperative week 11 with a right-sided nasal abscess. Incision and drainage was performed with cultures obtained (mixed skin flora). A penrose drain placed, and oral levaquin started for 14 days. Following extrusion of the penrose after 72 hours, purulent fluid reaccumulated and was again drained. Over the ensuing 3 weeks, the patient demonstrated progressive resolution without cosmetic or functional sequela. Additional information has been requested.